Event description:
When plunger is depressed, medication sprays out of a hole or split in the hub. Syringes are used to fill radioactive material. No injury or exposure to employees as contamination was contained in hood.